Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1u692, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the leads need to be repositioned because they were not placed in the right location. The patient was having an MRI to prep for the lead revision. No further complications were reported as a result of this event.